Event description:
Customer reported a past low blood glucose (bg) event with the lowest level being 48 mg/dl. Cause was not known. The customer consumed glucose tablets as treatment. Customer technical support (cts) recommended the customer consult a healthcare professional to discuss factors affecting bg levels.